Event description:
It was reported that during filling the of the external circuit and flushing the a theranova 500, dialyzer, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photos of the sample were provided for evaluation. The visual inspection of the two provided photos showed in photo one the product after priming with the product label visible. Photo two showsed the product wet with some water drops visible on the header area. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.